Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk pci instructions for use for the related event are as follows: section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During implantation, the doctors were trying to remove the impella sheath, and they pulled the impella out of the left ventricle (lv). They tried to prolapse the impella back across the valve and the impella flipped over on itself. The doctors then pulled the impella sheath out and broke it. Then the impella was advanced and then tried to prolapse the impella again across the lv and failed again. The doctor then tried to remove the impella without taking guidance from the reposition sheath and the impella got stuck in the tip of the reposition sheath while the impella was flipped over on itself. The impella .035 wire was placed through the side port of the repo sheath. Impella was slowly removed and the tip of the impella broke off in the fem. Another 14f sheath was placed on the left side and a snare was placed to help remove the broken piece. Once the impella tip was removed another impella was placed.